Manufacturer narrative:
The malfunction was duplicated and attributed to incorrect software having been loaded onto the device. The malfunction was resolved by reloading the correct software. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend

Event description:
Complainant alleged that during incoming inspection, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.